Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test and alarmed motor error during the basic occlusion test due to loose protruded drive support disk. The motor was tested outside of the device and passed. The insulin pump passed operating current and displacement tests. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had high reading of 600 mg/dl. The customer had symptoms such as being brittle. The customer also had low reading of 35 mg/dl. The customer treated with 15 units of insulin. The customer declined to troubleshoot for low readings. The customer stated that there was a drive anomaly. The insulin pump was returned for analysis.